Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The mother of a customer indicated via phone call that her son had low blood glucose of 45 mg/dl. Troubleshooting assisted customer with carelink and reviewed information about sensor glucose, blood glucose and calibrating properly. The customer indicated that the calibration may be a possible cause for the low blood glucose.